Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system red 72 reperfusion catheter (red72) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the red72 and neuron max into the patient and subsequently, the physician fractured the red72. The physician then used a new red72 to aspirate the fractured red72. The procedure was completed using the second red72. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 06/20/2023: 1. Section b. Box 5. Describe event or problem: evaluation of the returned red72 confirmed that catheter was fractured and revealed stretching near the fractured location. If the red72 is manipulated against resistance during use, damage such as stretching may occur. Subsequently, further retraction of the stretched device may worsen into a fracture. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed the distal portion of the red72 was fractured and not returned. There was no report of any portion of the device being retained in the patient. Therefore, this secondary fracture likely occurred post-procedure and was incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system red 72 reperfusion catheter (red72) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the red72 and neuron max into the patient and subsequently, the physician fractured the red72. The fractured segment of red72 was removed from the patient with a snare and no piece of the red72 was left in the patient. The procedure was completed using the second red72. There was no report of an adverse effect to the patient.